Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced "hiccup" feelings and the physician reprogrammed the lead. The lead remains in use. No further patient complications have been reported as a result of this event.